Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. The insulin pump was monitored and had no vibration anomaly, audio beep anomaly or buzzing noise anomaly noted. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he woke up to his pump vibrating and beeping. Customer stated that his keypad was unresponsive and he could not clear the alarm. Customer's blood glucose level was 160 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.